Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high thresholds and loss of capture while connected to a non-boston scientific device. A revision procedure was performed during which the lv lead was tested on the pacing system analyzer (psa). The lv lead had intermittent capture with output settings of 10v at 2.0ms on the psa. The lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.